Event description:
It was reported that the ilet pump displayed an alert indicating an insulin shaft rewind error and instructed a restart, but the pump did not allow a restart on-device; the user also received a change insulin alert and was unable to proceed with a rewind until a restart was initiated via the mobile app, after which the rewind attempts continued to fail, consistent with a failure to infuse and implicating the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse associated with the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.